Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1953. On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy effluent. The patient was hospitalized. The cause of the event was unknown. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis. Dianeal therapy was ongoing. The patient was recovered from the peritonitis, peritoneal dialysis therapy was going well, and the peritoneal effluent fluid was cleared. No additional information is available.